Event description:
It was reported that the device is displaying speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone (B)(6).

Event description:
It was reported that the device is displaying speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.